Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device misfired and the patient was feeling dizzy during this event. Additional information was requested but has not been received. No further information is available at this time.